Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose events. The customer¿s blood glucose level was between 300 mg/dl to 500 mg/dl in the past 72 hours. The customer stated that the insulin pump had multiple motor error and no delivery alarms. Customer reported that he had a high blood glucose of over 500 mg/dl to 560 mg/dl and 400 mg/dl reading prior. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also confirmed that the insulin exited after a 5 unit fixed prime was delivered. Customer also reported to have experienced a low blood glucose of 69 mg/dl and treated with food. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.